Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms. Review of shock impedance trends revealed shock impedance measurements in the 60-70 ohms range for the past year, with one 80 ohms measurement from april. It was noted that no shocks have been delivered since implant. Technical services (ts) reviewed troubleshooting options. It was noted that the patient was in the hospital for congestive heart failure (chf) symptoms. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).